Manufacturer narrative:
Other (required secondary intervention). Evaluation results and conclusion: endoleak, graft migration. Disease progression, aortic neck dilatation and angulation.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 49 months ago. At the time of implant, the aortic neck had a diameter of 21mm, a length of 15mm, and angulation of 15-25 degrees, with thrombus present but no calcification. It was reported that approximately 1 month ago, CT demonstrated that the graft had migrated 28mm toward the distal direction, resulting in a type I endoleak. At the time of migration, the aortic neck was reverse funnel shaped, 24mm in diameter, and was angulated 25 degrees. The cause of the migration was disease progression and aortic neck dilatation and angulation. The physician elected to implant an aneurx cuff and a talent cuff to successfully resolve the migration and endoleak. No additional clinical sequelae were reported, and the pt is fine.